Event description:
The pt had a long mca-occlusion. The physician was able to open the m1 segment with the 041 penumbra system. The m2 branches were occluded too. The physician decided not to change to 032 penumbra system and pushed the 041 reperfusion catheter to m2 segment. There was a lot of resistance, but succeeded finally (was hard to go through the curve, but finally the reperfusion catheter stayed stable about 5 mm distal of curve). Then the physician changed guide wire to separator 041. The physician felt pressure when he reached the tip of the reperfusion catheter 041 with the separator 041. Suddenly the vessel ruptured and it took 40 minutes to stop the bleeding. The patient is now lying on intensive station. Not a good outcome.